Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery, the surgeon could not assemble the liner and outer cup and later found that the ring which set inside of the cup was deformed. The surgeon used alternative one which decreased one size from the original size to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the ring is bent inside the shell. The ring rotates freely within the groove of the shell. The ring is oriented in the appropriate direction. No damage was observed to the inside of the shell. The returned liner is in good overall condition. No damage was observed to the outer locking groove. A few small scratches were found on the outer radius. The ring was removed from the shell by hand. Scratching was observed on the ring near the bend. The liner was able to fully assemble with the shell without the presence of the ring. Dimensional analysis was performed on the ring according to the attached criteria. The height and width of the ring were found to meet print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.